Event description:
Customer reported that she had unexplained low blood glucose. Paramedics were called and customer was taken to the hospital. Customer stated that the blood glucose reading was 34 mg/dl when paramedics arrived. Customer reported that her insulin pump was malfunctioning because it was delivering too much insulin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.